Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17338. It was reported that both the patients leads had migrated. This issue was confirmed via x-ray. Surgical intervention was undertaken on (B)(6) 2022 where the leads were explanted and replaced. Therapy was restored post op.